Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-13115.

Event description:
It was reported that the customer experienced high blood glucose levels and that the sensor glucose readings were inaccurate. The blood glucose reading was 451 mg/dl; treated with the insulin pump. The sensor glucose reading was 40 mg/dl. No bent sensor cannula was observed upon sensor removal. Nothing further reported.